Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the cause of the event was that the sutures came loose on the anchors. It was noted that as of (B)(6) 2017, the patient was being considered for a retrial.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative regarding a spinal cord stimulation (scs) trial patient. It was reported that the patient had the scs trial on (B)(6) 2017. The lead migrated on (B)(6) 2017 and became non-therapeutic. The lead was pulled on (B)(6) 2017. The hcp did not attribute the lead migration to a product failure. No further complications were reported or anticipated.